Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The increased intra-peritoneal volume (iipv) was confirmed by review of the logs. The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed too low. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume", and table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume.

Event description:
The customer contacted baxter?s technical service center to report a high drain 101/call pd nurse alarm on a homechoice (hc) device after use. A high drain xxx/call pd nurse alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The baxter technical support representative (tsr) explained the message to the home patient (hp). The hp did not have any symptoms. The hp was unable to answer the questions in the call script or provide the fill or drain volumes. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.